Event description:
The pt developed an infection and the pump was removed. The pump was not replaced and there was no pt death. The medication being delivered via the pump was compounded baclofen. Add'l info has been requested.

Manufacturer narrative:
(B) (4).